Event description:
It was reported that the guidewire peeled and was stuck in the stent. During the procedure, this biliary catheter system kit was used with the placement of a stent. Once the stent was placed in the ureter, when removing the guidewire, it peeled in two and became stuck in the stent. The guidewire had to be removed with force. There were no patient complications.